Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly was swollen"), breast disorder female ("breast issues/ it was hormonal") and pruritus ("breast scratch"). The patient was treated with surgery (removed on (B)(6) and belly was swollen a little.). Essure was removed. At the time of the report, the medical device removal, abdominal distension and breast disorder female outcome was unknown. The reporter provided no causality assessment for abdominal distension and medical device removal with essure. The reporter considered breast disorder female and pruritus to be related to essure. The following information was received from social media: breast issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: fu 1 and fu 2 process together -quality safety evaluation of product technical complain. On 23-mar-2020: fu 1 and fu 2 process together - case became incident new serious event medical device removal and non serious event belly swollen were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("brain zaps!painful") and primary headache associated with sexual activity ("sex headache"). The patient was treated with surgery (hysterectomy, I biopsy). Essure was removed. At the time of the report, the medical device removal and primary headache associated with sexual activity outcome was unknown and the headache had resolved. The reporter considered headache, medical device removal and primary headache associated with sexual activity to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: brain painful quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event: sex headache was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.